Event description:
It was reported that, "the pt has proximal gmrs femur, adm insert and head removed. Doctor proceeded to constrained liner because of multiple dislocations. Used 2099 series constrained and v-40 22mm head. No other info per hospital protocol."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR# 9616680-2011-00597.